Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The iol was exchanged for a different brand. Posterior capsule opacification was noted. In a follow up, the surgeon reported the patient's symptoms resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/30/2009, by fax and mail. A complete questionnaire was received on 04/01/2009. This report was mailed to FDA on: 04/24/2009.